Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a retained capsule for two weeks. An x-ray was performed and verified that the capsule was in the rectum. The patient experienced no pain and in good condition.

Manufacturer narrative:
Additional information: (model#, catalog#, expiration date, UDI). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a retained capsule for two weeks. An x-ray was performed and verified that the capsule was in the rectum. It was noted that the patient experienced no pain and in good condition. The patient has not yet excreted the capsule. The patient current status was feeling well with no bloody stools. The physician performed a colonoscopy which would have been 4 weeks from the procedure and confirmed the capsule have passed. An x-ray abdomen done after the colonoscopy also revealed no capsule anywhere. The patient must have passed it and the caretakers failed to see it in the stool.